Event description:
It was reported that pt was complaining of persistent hip pain.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.